Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. Retain product was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient experienced an allergic reaction after use of pinkalign 5 dental impression material. The patient had a rash that lasted for approximately five days. No treatment was required.